Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. There was patient contact but no injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).